Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer informed the cse that the instrument was producing error messages when processing patient samples, but quality controls were within range. After evaluation of the instrument, the cse discovered a crack in the sample probe tubing, which prevented an adequate quantity of sample from being delivered to the cuvette. The cse replaced the sample probe tubing and ran patient samples to verify that the problem was resolved. The cause of the discordant troponin, psa, cea, and afp results was a malfunction of the sample probe tubing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant troponin, prostate specific antigen (psa), carcinoembryonic antigen (cea), and alpha fetoprotein (afp) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument after service and the corrected results were reported to the physician(s). The customer stated that there were additional samples that could not be repeated and the patients would need to be redrawn to determine if the initial results were discordant. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin, psa, cea, and afp results.